Event description:
It was reported that the patient's system controller ribbon was not intact. The patient had active emergency backup batter (ebb) fault alarms that did not clear by self-tests and reseating the battery. The system controller was exchanged as a precaution. The connection between the controller and ebb was not intact. The controller exchange resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms could not be confirmed through this analysis. No log files were submitted, and the system controller, serial number (B)(6), was not returned for analysis. Reported information stated the patients system controller ribbon cable was not intact. The system controller was exchanged and the alarms resolved. The root cause for the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.